Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation is likely to cause or contribute to patient injury. Device issue: guide wire separation. It was reported that two wholey guide wires unraveled about 1 inch from the tip. It was noted that one of the guide wires unraveled going through a femoral artery that was heavily calcified. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
The second wholey guide wire indicated in the incident description and reported under the same manufacturer report number.